Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported patient effect. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with a proglide device via 14fr sheath was attempted in the heavily calcified right common femoral artery using the preclose technique prior to a thoracic endovascular aneurysm repair (tvar) procedure. Reportedly, a cuff miss occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. The tvar procedure was completed and hemostasis was achieved using the pre-placed sutures from the proglide devices. Following the procedure an occlusion occurred in the leg and a cut down was completed to restore flow. There was no reported clinically significant delay in the entire procedure. No additional information was provided.